Event description:
It was reported that a "power on reset" condition was observed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient called his hcp on (B)(6) 2012 and reported that the device was flipping. The hcp believed that the flipping was related to the patient's anatomy, as the patient was (B)(6). The patient's pocket site was revised on (B)(6) and the hcp manually created a new pocket under original pocket. Post-operative follow-up on (B)(6) showed a positive outcome with no issues reported. On (B)(6) the patient reported the "power on reset" condition described in the initial MDR. A manufacturer representative assisted the patient. At an appointment on (B)(6), the patient reported that she had not felt stimulation since the revision surgery. The hcp interrogated the device and found that it was off and the programmer was not synced with the device. The device was turned on and the programmer synced. On (B)(6), the patient reported that she was not happy with her symptom control. An impedance check showed everything was normal, but the patient was unable to increase the device voltage as the maximum was set at 1.0v. The hcp did not know why that was the case, as the device wasn't noted to have been set that way. The hcp reset the device so that the patient could increase the voltage more.

Manufacturer narrative:
Product ID 3889-33, lot# v867790, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).